Event description:
There was an allegation of a software issue of missing result flags on three separate occasions with the cobas infinity core software. The customer provided an example of missing result flags for one patient: the customer performed patient testing on a cobas 8000 c 702 module serial number (B)(4). Reportedly the patient's initial results were urine total protein <0.07 g/l and urine creatinine <0.1 mmol/l with no alarm codes or flags. These results were released from the cobas infinity core software and reported outside the laboratory. Based on the initial total protein and creatinine results, allegedly the results were missing data flags. The total protein urine/csf reagent lot number was 570146 with an expiration date requested but not provided. The crep2 creatinine plus ver.2 reagent lot number was 591139 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
During the investigation, the allegation could not be reproduced in a virtual environment. To continue with the investigation, the customer site was accessed. Information about the reported order could not be found in system trace or log files. The database was revised and it was observed that the tests of the order were not validated by the automatic validation process, but by user profiles. The tests that had alarms were correctly blocked from automatic validation, following the customer¿s validation criteria. There was no evidence in the system that supported that there had been a software issue in the cobas infinity that lead to the reported situation. With the available information, the investigation determined that there was no software issue or product problem.